Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at (B)(4) site, it was observed that the stardrive screwdriver was missing a component. There was no patient involvement. This complaint involves one (1) device.

Manufacturer narrative:
Additional narrative: the complaint condition was confirmed as the rotary end cap component was missing. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.